Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It failed pre-use check. The safety valve was determined as not closing properly. The expiratory channel pcb (printed circuit board) controlling the safety valve was replaced as recommended in the service manual, but not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided test log confirms the reported failed internal leakage test during pre-use check. Since no parts were returned for investigation, the root cause of the failed internal leakage test during pre-use check has not been conclusively determined but most likely the expiratory channel pcb was malfunctioning.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Rationale for reopening: the expiratory channel printed circuit board (pcb) was returned 10/13/2020 and the complaint was consequently reopened. The ventilator was investigated at site by our field service engineer. It failed pre-use check. The safety valve was determined as not closing properly causing an excessive leak. The expiratory channel pcb controlling the safety valve was replaced as recommended in the service manual. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded and the expiratory channel pcb returned for investigation. The investigation of the provided test log confirms the reported failed internal leakage test during pre-use check. Electrical measurements of the returned expiratory channel pcb showed that an capacitor in the pull magnet circuit was shorted which caused the standby valve to not close properly and thereby the reported leakage. When tested in the reference ventilator, the alarm for an open safety valve was raised. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function.

Event description:
Manufacturer's ref #: (B)(4).